Event description:
It was reported that the patient fell directly onto the implantable neurostimulator (ins) site and noticed a lack of efficacy afterward. They were unsure when the patient fell but they were notified of the lack of efficacy last week when the health care provider (hcp) scheduled them for a reprogramming session. The manufacturer representative tested impedances today and found them to be normal. The lead insertion site was imaged with an x-ray and the lead did not appear to have moved. The manufacturer representative tried reprogramming and turning the amplitude up to 8.4v on all programs but the patient did not feel the stimulation. The hcp had decided to replace the device and the patient would be scheduled for replacement. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of interstim ii s/n (B)(4) found insignificant anomalies in the form of being in ¿not new¿ condition. Analysis of tined lead l/n va05v2k found non-conformance in the form of a broken connector. The #3 conductor was broken 2.3 cm from the distal end.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va05v2k, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the patient&#38112;replacement was successful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.